Event description:
It was reported via repair work order that the brakes could not be properly engaged due to damaged brake adjuster, damaged brake ring and missing caster covers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.